Manufacturer narrative:
The complaint kit was returned for investigation. A pressure test was performed on the saline spike chamber and tubing line. The saline spike chamber was capped, and residual liquid left in the line could be seen leaking from the connection between the saline spike chamber port and the saline tubing. The saline tubing was removed from the bond port for further inspection. Evaluation of the tubing verified solvent was present around the circumference of the tubing and that it was fully inserted into the port. A material trace of the spike chamber assembly and tubing used to build lot m128 did not find any non-conformances. A device history record review did not identify any related non-conformances. This kit lot had passed all lot release testing. The root cause of the tubing leak was most likely a weak bond joint between the saline spike chamber port and tubing; however, a definitive root cause could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2024.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m128 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m128 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit is still in process. A final report will be filed when the analysis is complete. (B)(4). H.m. 30 may 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the leak was observed during the treatment. The leak appeared to be coming from the tubing connected to the saline spike. The customer aborted the ecp treatment and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned the complaint kit for investigation.